Event description:
On (B)(6) 2009, a female patient underwent initial aaa repair as labeled. The patient's anatomical form was suitable for endovascular repair. On (B)(6) 2009, a proximal type I endoleak was found at a follow-up (1820334-2010-00022). On (B)(6) 2009, the patient received a treatment for the proximal type I endoleak as placing the zenith aaa endovascular graft aaa ancillary component main body extension. Blood leakage occurred from the hemostatic valve of the main body extension delivery system (1820334-2010-00008) after grey positioner was withdrawn, thus the physician withdraw the sheath and stopped bleeding. The physician then changed the sheath and inserted the balloon catheter. The endoleak was solved by ballooning. The patient did not show any problematic symptoms after the procedure.

Manufacturer narrative:
(B)(4). Returned product was inspected to assist in this investigation. Silicone discs contained within the value were found to have shown wear, and the presence of a jagged tear was noted. During investigation, the sheath end of the device was occluded and the valve was flushed with a water/saline filled syringe. With no dilator through the value, the water/saline mixture was noted to stream through the discs when hand pressure was applied to the syringe. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequences. Per final inspection, the device is inspected for numerous characteristics that could prevent/reduce leakage from the valve; discs are checked to be correctly positioned in a snap fit cap. Disc are checked to be punctured thru and free of tears. A pressure test is performed on each valve. The failure mode assigned to this case is leakage. This failure mode was determined based on the provided event description as well as inspection of returned product. A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints.